Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Tritanium primary cluster cup revised for loosening on (B)(6) 2020. Though four screws were listed in the original usage report, it was not noted which were wasted. Two screws were in the patient at time of revision--both removed, one broken. Restoration modular body was also exchanged at time of revision. Patient's right hip was revised to competitor (acetabular) and stryker (femoral) devices. Update per response: "no allegations were made against any implants other than the cup."